Manufacturer narrative:
(B)(4).

Event description:
The customer received error messages indicating an issue with the measuring cell and received questionable high results for elecsys troponin t stat assay. Of the provided data, only the result for one patient sample was a reportable malfunction. The original result was 0.07 ng/ml and was reported to the ER. The customer called the ER and told them the result may not be correct. The sample was repeated in another laboratory and the result was 0.01 ng/ml. This result was believed to be correct and a corrected report was sent. The customer stated the patient was not treated and no harm came to the patient due to the original result. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was a problem with the measuring cell and replaced both measuring cells on the analyzer. He ran a system volume check, photomultiplier voltage adjustment, and ran performance testing. All checks and precision testing passed. The customer performed calibration and qc with all results within the acceptable range.